Event description:
Caller reports back to back testing on the same meter while using the advantage system with results of 514 mg/dl and 131 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect prod and a replacement was sent.